Manufacturer narrative:
Initial reporter also sent reports to FDA and PMA/510k are unknown; no additional information was received. Used decontaminated samples were received in a plastic bag without its original packaging. Under visual inspection, it was noted that there were cracks, splits, and scratches in central area of inner cannula bodies. Affected inner cannula is disposable device which is regularly cleaned by the customer. Inner cannula wall thickness direct impact on inner cannula durability. The wall thickness were found to be within drawing specification. Investigation results indicated that the most probable cause of the reported failure was due to excessive force used during cleaning or incorrect cleaning technique. A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the inner cannula broke during cleaning. No patient injury was reported.